Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions (pre-existing ruptured papillary muscle and anterior/a2 and a1 flail). Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and unable to be removed and therefore, the clip getting deployed on one leaflet (posterior leaflet). Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report device entanglement, intervention, and foreign body. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), acute myocardial infarction, ruptured anterior papillary muscle with anterior (a2 and a1) flail gap of 7mm, and posterior (p1) flail gap of 4mm. This was a complex case. Mitraclip therapy was attempted to stabilize the patient to get off of extracorporeal membrane oxygenation (ECMO) and impella support. Two clips were successfully implanted. Despite significant mr improvement, a third clip was attempted to capture a1 and p1 flails. During a grasping attempt, a1 flail became caught on the backside of the anterior gripper, as well as the pre-existing ruptured papillary muscle caught on anterior grippers. The device was determined to be unable to make a successful final grasp to capture the full flail, or safely invert back into left atrium (after multiple attempts to invert (3) and troubleshoot (4)). The decision was made by the physician to deploy on one leaflet. The clip was attached to the posterior leaflet. The clip appeared stable on the echocardiogram and x-ray. The clip delivery system (cds) was then able to be safely and successfully removed. It was noted that there was no new tissue damage caused by the entanglement. The mr was reduce to grade 4, with slight improvements. On (B)(6) 2023, a mitral valve replacement surgery was performed and the patient is stable. No additional information was provided.